Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the patient developed bradycardia. The device was unable to be interrogated and did not deliver pacing the physician alleges the device did not deliver therapy; however, the patient had an intrinsic rhythm with a heart rate of 90 bpm following the episode of bradycardia. Following the procedure, the patient expired due to severe pleural effusion unrelated to the device or device implant procedure.